Event description:
It was reported that while on impella support there was automated impella controller failure. The console was switched out and there was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information received d6b.

Manufacturer narrative:
D9 updated to device received date. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.